Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 the temperature probe "dislodged from foley catheter". There was no injury reported. The foley catheter required replacement due to the reported event. A sample was requested to be returned. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Temperature probe dislodged requiring catheter replacement.